Event description:
It was reported that the patient presented to the emergency room (ER) with syncope and was seen to have loss of capture in the ER. It was found that there was variation in the right ventricular capture thresholds and r wave measurements. Capture management was programmed off at that time and rv outputs were reprogrammed. The right ventricular lead remains in use. No further complications have been noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.